Event description:
Discrepant results for sodium and potassium for 6 different patients. Results provided as follows: initial/repeat/repeat/repeat, units of measure meq/l; sodium: 59.0/126.7/139.1/138.8 potassium: 2.14/4.49/4.98/4.98. Erroneous results were not reported.

Event description:
Discrepant results for sodium and potassium for 6 different patients. Results provided as follows: initial/repeat/repeat/repeat, units of measure meq/l; sodium: 100.1/141.3/141.3 potassium: 2.82/3.94/3.93. Erroneous results were not reported.

Event description:
Discrepant results for sodium and potassium for 6 different patients. Results provided as follows: initial/repeat/repeat/repeat, units of measure meq/l; sodium:135.8/66.3/137.8/138.3 potassium: 4.58/2.26/4.59/4.61. Erroneous results were not reported.

Event description:
Discrepant results for sodium and potassium for 6 different patients. Results provided as follows: initial/repeat/repeat/repeat, units of measure meq/l; sodium:138.8/95.4/141.0/141.0 potassium: 4.41/3.07/4.45/4.46. Erroneous results were not reported.

Event description:
Discrepant results for sodium and potassium for 6 different patients. Results provided as follows: initial/repeat/repeat/repeat, units of measure meq/l; sodium:136.8/80.2/139.1/139.1 potassium: 5.15/3.01/5.22/5.23. Erroneous results were not reported.

Event description:
Discrepant results for sodium and potassium for 6 different patients. Results provided as follows: initial/repeat/repeat/repeat, units of measure meq/l; sodium:136.4/88.6/138.6/138.5 potassium: 3.87/2.55/3.90/3.92. Erroneous results were not reported.